Manufacturer narrative:
The reported event was confirmed. A nitinol guidewire was returned open with its original packaging. A supplier evaluation was completed and the device was examined visually. Approximately one inch of nitinol wire was exposed at the proximal end. It was determined that the hydrophilic coating had not been pierced, but the entire jacketing had been stripped away. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval."

Event description:
It was reported that inner core of the guide wire in the proximal end, pierced the hydrophilic coating, with the tip externally exposed. Per notification received via investigator on 04oct2020, it was found that the jacket had been stripped away.